Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product used for the treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to not follow the inspection procedure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "I. Device description: the davol® 400 cws closed wound suction evacuator kits contain wound drains and evacuators. Wound drains are made up of silicone or pvc materials; they are round shaped with perforations. They are packaged with a trocar. 400 cc evacuators are made up of pvc materials. Clear evacuator sidewalls with volume calibrations facilitate examination and measurement of drainage fluid. Ii. Indications for use: wound drains are used to remove exudates from wound sites. Iii. Contraindications: do not use for chest drainage. IV. Precautions: 1. Ensure that the wound site is dry and free of debris before closure. 2. The surgeon must determine the number of drains needed for an effective drainage of the entire wound site. 3. The junction between the tubing and tissue at the drain entrance site must be air-tight for effective functioning of the system. 4. If the drain is occluded, irrigation and/or aspiration of the drain may be required. 5. The quality and quantity of drained fluid must be regularly monitored and reported to the surgeon. 6. Reservoir, once full, must be emptied per hospital protocols. Failure to do so will result in incomplete drainage. 7. Suction must be discontinued prior to the removal of the drain. 8. Before starting the drainage procedure, ensure that all the connections are tight and free of any obstructions within the drainage pathway. Connections to check are: I) drain to suction source. Ii) y-connector (when applicable): ¿ drain to y-connector. ¿ y-connector to suction source. 9. Di(2-ethylhexyl) phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks. V. Warnings: 1. An effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill; and reservoir must be maintained in order for the system to function properly. If the system is not maintained properly, surgical complications including hematomas may result. 2. Blood collected using the evacuator must not be re-infused. 3. Do not use in patients who are allergic to materials used in bard® drain products. 4. Do not bypass or inactivate the anti-reflux valve. 5. In the event of occlusion of the drain, all wound drainage ceases. Careful attention to the drain will minimize the probability of this problem. If occlusion does occur, the drain can be aspirated by connecting auxiliary suction to the reservoir outlet or temporarily disconnecting the drain from the evacuator and applying auxiliary suction directly to the drain. 6. If an air-tight seal between the drain and the skin (from where the drain emerges) is not achieved, then air leak must be rectified or the system must be converted to open drainage. 7. An airtight seal between all system components (drain, adapter, y-connector, crab-claw, evacuator and tube ends) is necessary for intended system function. 8. Leaving the drain implanted for any period of time so as to cause tissue in growth around the drain can interfere with easy removal and may affect the performance of the drain. The surgeon should monitor the patient¿s rate of wound healing. 9. Drain perforations must lie within the wound or cavity to be drained, otherwise inadequate drainage may result. 10 to avoid the possibility of drain damage or breakage, please follow these steps: a. Avoid suturing through drains. B. Drains should lie flat and in line with the skin exit areas. C. Particular care should be taken to avoid any obstacles to the drain exit path. D. Drains should be checked for free motion during closure to minimize the possibility of breakage. E. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments as these could cause cuts or nicks and lead to subsequent structural failure of the drain. F. Surgical removal may be necessary if drain is difficult to remove or breaks. 11. This is a single use device. Do not reuse. 12. Do not re-sterilize. 13. Trocar and evacuator are mr unsafe. Note: when using trocar with drain, care should be taken as the sharp and pointed edge of trocar could result in serious injury. After removal of trocar from the drain, please dispose of it as per the hospital protocol in the appropriate biohazard/sharps container." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the trocar was dull and found very difficult to penetrate the patient skin. Additionally, the surgeon reported that more force was needed to pass the trocar through the skin. Per email received on 05nov2020 there was another trocar found to be dull.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the trocar was dull and found very difficult to penetrate the patient¿s skin. Additionally, the surgeon reported that more force was needed to pass the trocar through the skin. Per mail received on 05nov2020, there was an another trocar found to be dull